Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as: 2134265-2017-01908, 2134265-2017-02062, 2134265-2017-02063. It was reported that an error message displayed during aspiration. An angiojet® ultra system console was selected for a thrombectomy procedure. One avx® thrombectomy set and two angiojet® solent¿ proxi catheters were used with the console. Each catheter successfully primed. However, after a few minutes of aspiration, the system stopped and a check saline supply message displayed. The procedure was completed with a different device. There were no patient complications and the patient was fine.